Manufacturer narrative:
Patient medications: tenormin, gabapentin, neuropathic pain gel, coumadin, synthroid, nexium, atavan, estradiol, pamelor, ambien, lasix, calcium carbonate, glucosamine, ambusol, vitamin d3, aspirin, multivitamins, and tylenol codeine the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to the results of the imaging evaluation. Additional device implanted and involved in this event: pxc161200/04338461.

Event description:
On (B)(6) 2008, the patient was implanted with two gore excluder aaa endoprostheses to repair a 52.1 mm abdominal aortic aneurysm. It was reported a cardiomems endosure intra-aortic pressure sensor was also implanted during the procedure. On (B)(6) 2008, a CT scan showed a type ii endoleak with the aneurysm measuring 53.3. Mm. On (B)(6) 2009, imaging identified a type ii endoleak with outflow from the inferior mesenteric artery (ima) with an enlarging abdominal aortic aneurysm (amount unknown). The same day, coil embolization of the ima was performed, but the type ii endoleak reportedly persisted. On (B)(6) 2010, a CT scan showed a type ii endoleak with the aneurysm measuring 53.7 mm. In 2012 on an unknown date, the aneurysm measured 59 mm. On (B)(6) 2012, a CT scan showed a type ii endoleak with the abdominal aneurysm measuring 62.6 mm. On (B)(6) 2012, coil embolization of the left and right internal iliac arteries to the lumber artery was performed to treat the type ii endoleak from the bilateral internal iliac arteries and multiple lumbar arteries. On (B)(6) 2014, a duplex ultrasound showed a proximal type I endoleak and aneurysm enlargement to 70.6 mm. It was reported the earlier reported type ii endoleak caused aneurysm enlargement and disease progression of the proximal neck. Due to the disease progression, the trunk reportedly slipped distally on the left side, causing the proximal type I endoleak. On (B)(6) 2014, the patient underwent an intervention to treat the proximal type I endoleak. It was reported that two additional devices were implanted for proximal extension, and the right renal artery was intentionally covered and stented. Final angiography showed resolution of the endoleaks, and the patient tolerated the procedure.